Event description:
On 6/jul/2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2026, the patient was hospitalized with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the nurse did not have pd culture results available. Per the nurse, the patient is receiving antibiotic therapy (details unknown) and the patient remained in the hospital at the time follow-up was conducted. The nurse could not provide the exact cause for peritonitis. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse indicated that the patient was traveling when peritonitis developed and that the event may be associated with patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused peritonitis.